Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a waste bucket full error. When the hydro drawer was pulled, the customer found the waste had spilled from a tube that came off the waste bucket. No injury was reported.

Manufacturer narrative:
The customer reconnected the line. Service was not dispatched. The issue has been resolved.